Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner cut into their tongue on the left side and their teeth hurt. Patient provided photo; aligners are with in normal limits.provided hh tips and asked if they wore their previous aligners while waiting for the next aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.